Event description:
A facility administrator (fa) reported to fresenius that the combiset bloodlines began leaking during a patient's hemodialysis (hd) treatment. Blood spurt from a split or hole in the tubing that was located near the blood pump. Additional information was provided by a facility clinical social worker. The reported event was discovered approximately one hour into treatment when the fresenius 2008t machine alarmed. The biomedical technician (biomed) was present at the facility and went to respond to the alarm when a pool of blood was observed at the base of the machine. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient's estimated blood loss (ebl) could not be provided. The patient was transferred to a new machine where treatment completed successfully with new supplies. The clinical social worker confirmed that a "knick" was observed in the lines following the reported event. No issues were identified with the bloodlines during prime (with saline). The sample is available to be returned to the manufacturer for physical evaluation. The machine was pulled from service for evaluation by the biomed. The machine was thoroughly inspected and no issues were found. The machine passed functional testing and was returned to service.

Manufacturer narrative:
H3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A facility administrator (fa) reported to fresenius that the combiset bloodlines began leaking during a patient's hemodialysis (hd) treatment. Blood spurt from a split or hole in the tubing that was located near the blood pump. Additional information was provided by a facility clinical social worker. The reported event was discovered approximately one hour into treatment when the fresenius 2008t machine alarmed. The biomedical technician (biomed) was present at the facility and went to respond to the alarm when a pool of blood was observed at the base of the machine. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient's estimated blood loss (ebl) could not be provided. The patient was transferred to a new machine where treatment completed successfully with new supplies. The clinical social worker confirmed that a "knick" was observed in the lines following the reported event. No issues were identified with the bloodlines during prime (with saline). The sample is available to be returned to the manufacturer for physical evaluation. The machine was pulled from service for evaluation by the biomed. The machine was thoroughly inspected and no issues were found. The machine passed functional testing and was returned to service.